Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
X-ray found that dall miles cable broke.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown dall miles cable was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as device was not received. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant noted the following. I have seen the info for this patient with a ruptured dall-miles trochanteric fixation cable an unknown time after implantation. There is only one fuzzy x-ray that confirms a broken dm-cable but is of such quality that bony structures are not recognizable. Furthermore, it is some kind of a lateral x-ray with superposition of the contralateral hip structures that further shields a lot from view and consequently this case cannot be solved with this limited info. Better quality x-rays are required. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided x-rays by a clinical consultant concluded I have seen the info for this patient with a ruptured dall-miles trochanteric fixation cable an unknown time after implantation. There is only one fuzzy x-ray that confirms a broken dm-cable but is of such quality that bony structures are not recognizable. Furthermore, it is some kind of a lateral x-ray with superposition of the contralateral hip structures that further shields a lot from view and consequently this case cannot be solved with this limited info. Better quality x-rays are required. The root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, patient details, additional x-rays and follow-up notes are needed to investigate this event further.

Event description:
X-ray found that dall miles cable broke.